Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
A registered nurse reported an issue during a procedure with an evlt fiber, from a nevertouch 65cm kit. The equipment was set up, the fiber was plugged into the machine and the fiber was recognized when the unit was turned on. When the doctor pressed on the pedal, the fiber malfunctioned. The provider went to disconnect the fiber from the unit housing, where it was noted the fiber was visibly kinked. When attempting to remove the fiber, the provider's hand received a burn from where the fiber was kinked/ bent. The provider's burn did not require medical treatment. The procedure was completed with another same device and the patient did not experience any harm or adverse event. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. There was no report of permanent patient harm or injury. It was reported the physician did not require medical treatment for the burn.

Manufacturer narrative:
Returned for evaluation was a nevertouch fiber. A visual review of the fiber noted a break 64.5cm from the fiber tip. The customer's reported complaint description is confirmed. The root cause of the user burn was related to a fracture of the fiber. The root cause of the fiber fracture could not be definitively determined but strength variance within the glass core is potential contributing factor. A lot history records search for the nevertouch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use (ic 393), which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).